Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). It was a very difficult procedure because of the patient anatomy with a large left and right atrium, approximately 4 inches in diameter, and a distorted valve plane. Three mitraclips were implanted but mr grade was unchanged at 3-4. The reason for unchanged mr is unknown. All steps were performed without any issues and observations. The mitraclip functioned as intended. On (B)(6) 2018 the patient expired. In the opinion of the physician, the mitraclip did not cause or contribute to the patient death. The physician's opinion is that the death is more related to the profound mitral insufficiency and the general poor condition of the patient including pulmonary hypertension and severe dilated cardiomyopathy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral regurgitation (mr) and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The unchanged mr and death appear to be due to the patient's pre-existing conditions (a distorted valve plane, a large left and right atrium, profound mitral insufficiency, pulmonary hypertension and severe dilated cardiomyopathy). There is no indication of a product quality issue with respect to manufacture, design or labeling.